Event description:
Caller alleging discrepant inratio values: (B)(6) 2014; inratio 6.0; repeat inratio 2.3; two hours between testing. Four hour later patient received a lab draw result 7.0. Patient's therapeutic range 3.0-3.5. Patient's coumadin held on (B)(6) 2014 due to lab result of 7.0. On (B)(6) 2014 patient retested received inratio 4.0. No comparative data for this retest.

Manufacturer narrative:
The customer did not provide a reference value for comparison testing for the inratio inr result provided on (B)(6) 2014. Unable to determine the accuracy of the inratio result without this information. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of retain testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected during in-house investigation and no product deficiencies were observed. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.